Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-07781 /-07782 /-07783).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Legal counsel reported patient underwent a right revision procedure on (B)(6) 2013 and a left revision procedure on (B)(6) 2014 due to patient allegations of pain. Legal counsel further reports that corrosion, adverse local tissue reaction, and a pseudotumor were allegedly noted during the revision procedure. Review of invoice history verified the implant and revision surgery dates. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Legal counsel reported patient underwent a right revision procedure on (B)(6) 2013 and a left revision procedure on (B)(6) 2014 due to patient allegations of pain. Legal counsel further reports that corrosion, adverse local tissue reaction, and a pseudotumor were allegedly noted during the revision procedure. Review of invoice history verified the implant and revision surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2013. Operative report noted the presence of dense yellowish inflamed capsule tissue, black corrosion at the trunnion, but no areas of wear or abrasion on the head. The acetabular cup, modular head and taper adapter were replaced and an active articulation liner was implanted.